Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet insulin pump experienced repeated malfunction during cartridge installation and pump rewind, with consecutive motor stall alarms and a reported insulin shaft encoder failure; the user switched to backup therapy and a replacement pump was arranged, and blood glucose at the time was 128 mg/dl with no adverse effects. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. At the time of this report, the device investigation has not been performed. Once the physical evaluation is completed, a supplemental report will be submitted.